Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preparations for a procedure, the programmer screen was not working when the stylus was used. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer display was not working when the stylus was used. Analysis also noted that the stylus tip position on the touch screen was out of calibration, the cord bay latches were broken, the lower left bullet assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer as returned.